Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. . D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: a device history record review was performed for provided lot number 0035110 and the review did not reveal any detected quality issues during the production process that could have contributed directly to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, foreign matter was observed within the saline. The matter was retrieved and was tested to determine the composition. Particle samples were identified using a library search match of the obtained spectrum. The library search match appears to suggest that the brown particles are composed of gelatin or similar protein compound. Posiflush syringes are pre-filled single use syringe intended for flushing. Therefore, the verbatim patient reported that she has noticed a small foreign body floating in her saline syringe is due to customer misuse.

Event description:
It was reported that a small foreign body was seen floating in the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% before use. The following information was provided by the initial reporter: "patient reported that she has noticed a small foreign body floating in her saline syringe. Chap0349 306572 pfs 0.9%p/flush xs saline 10ml st batch 0035110 was last dispatched to patient at the (B)(6) of may."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a small foreign body was seen floating in the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% before use. The following information was provided by the initial reporter: "patient reported that she has noticed a small foreign body floating in her saline syringe. Chap0349 306572 pfs 0.9%p/flush xs saline 10 ml st batch 0035110 was last dispatched to patient at the beginning of may."